Event description:
According to the available information, during priming, the device had a small issue with air being pumped into the pump. It was noted that this was a first-time scrub nurse doing the preparation. The issue was noted again on the table doing surrogate reservoir. Air was pulled into the pump bulb upon squeezing it. This was cleared by clamping the white tubes, pressing the button on the pump, squeezing the bulb and aspirating with the syringe. Both times the air was sucked in again. The green tip [accessory] and syringe were swapped, and the situation was solved. There was no adverse effect on patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and there were no related nonconformities. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated.